Event description:
Pt called lfs alleging that once a month pt would have a power issue with their lfs meter. Pt would replace the battery and the following month their meter would tell pt to replace the battery. Because pt was continuously having power issue with the meter, customer service sent pt a new meter.